Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been suffering for 4 months with severe pain in their pelvic and rectal area. The patient said they had gone to many doctors and had x rays, cat scans and mris and no one could find out why they were having this pain. It got worse and worse. The patient reported they went to their primary care doctor, a call in doctor, their gynecologist and another doctor and a hip doctor, and it turned out that it was the implant that they had turned it up too high trying to adjust it so they saw their urologist yesterday who told them to turn it off and leave it off until they saw the doctor again in a week. The pt said they turned it off yesterday and the pain immediately went away but now they were very nauseous and very sick and they wished to turn it on but maybe use a different program because they couldn't wait an entire week like this. The patient requested assistance to use their equipment to turn therapy back on. The agent worked with the patient to synch with their implant, and patient was successfully able to change programs, turn the therapy on, and increased stimulation to a comfortable level. The patient said they would maintain stimulation level and would continue to track symptoms. They were redirect to their doctor if the issue persisted. The patient mentioned unrelated medical history. This included patient said they had a knee replacement in april and a month after that had a fracture in their vertabrae and then they got a second fracture so they hadn't been able to work on their therapy.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Caller stated that they did see the healthcare provider (hcp) and they reset the stimulation /settings but they were still up every hour at night. Caller stated that they were wanting assistance making adjustments. Caller stated that previously they had adjusted the stimulation too high to where it was painful. Agent walked the caller through the steps of connecting and adjusting to a comfortable level. Caller will maintain stimulation and make adjustments as needed.